Event description:
It was reported that during a procedure to treat an unspecified lesion a 2.75x18 rx xience prime stent delivery system (sds) was advanced through the guiding catheter; however, the entire system was withdrawn. When the 2.75x18 rx xience prime sds was moved forward again, the proximal shaft broke. There was no resistance or force reported. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Re-insertion. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.